Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) was transferred from pump agent who documented their call in rtg0328372. Pt was disconnected during the transfer so patient services (pss) called them back. Pt says they use stimulation 24 hours a day and use high settings and a few days ago they were laying down in bed and started getting settings not available when trying to raise stimulation. Pt is on group a with 4 settings, and if they go to setting 2 and try to turn it up it says settings not available. Pt says they use a high setting, and when they go to turn it on they lower stimulation so it doesn't shock them, but when they get stimulation on and try to increase they get no device found. Pss had them reset controller and turn stimulation off, then turned back on. Pt reports still getting settings not available. Pt reports that they "pass out all the time and fall". Pss recommended following up with hcp. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.